Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device history record (DHR) review for this 3 to 1 dermacarrier noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. From (B)(6) 2015 through (B)(6) 2016, there were (B)(4) complaints that used the same risk management file ID number part of their risk assessment. There was (B)(4) complaint that contained the part number and keyword search using the character string ¿cut¿ based on the reported event. A review was completed using the search criteria of the part number and open and closed complaints using the character string ¿cut¿ sorted by manufacturing date. The review resulted as (B)(4) being the highest occurrence. There was (B)(4) complaint that shared the same part number and lot number based on the reported event. There was (B)(4) complaint that contains the part number and keyword search using the character string ¿size¿ based on the reported event. A review was completed using the search criteria of the part number and open and closed complaints using the character string ¿size¿ sorted by manufacturing date. The review resulted as 1 being the highest occurrence. There was (B)(4) complaint that shared the same part number and lot number based on the reported event. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. Therefore, the reported event cannot be confirmed. Because the product was not returned for evaluation, the root cause of the reported event cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It is reported the dermacarrier cut the skin to a size six instead of a size three as it should. No adverse events have been reported as a result of this malfunction.